Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that when she removed the sensor after it failed, the wire was on her skin, and she had to go to the emergency room (ER) to have it checked. No symptoms and medication was reported at the time when the patient was home. When the patient arrived at the hospital, an xray was performed and confirmed that the wire is under her skin. According to the patient, no medication was provided at the hospital. She was only given a prescription for antibiotic z-pak (azithromycin) in which she was instructed to take it once a day for five days. While at the ER, the patient reported that the wire was not removed. She was advised to see her primary doctor to schedule a surgeon to have it remove. The patient reported to be fine and went home shortly after. On (B)(6) 2026, dexcom tech support (ts) called and followed back up with the patient. The patient stated that she was able to see her family doctor 2-3 days ago after the incident on (B)(6) 2026 but cannot recall the exact date. The patient also reported that she was told to leave the wire on her skin alone. No medication or treatment was provided by the family doctor. The patient confirmed that there was no attempt to remove the wire when it happened. She finished taking the z-pak on (B)(6) 2026. No surgery or further medical procedures were done and no other further medication was reported. The patient did not undergo a surgical intervention due to the stuck wire and there was no documentation about any removal of the wire. At the time of the report, the patient reported to be in good condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).